Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on due to a power outage which happened a night before. Review of the system logs showed unusual system startup and malfunction with the mains power hardware. The troubleshooting actions were performed which showed that the solder connection on the circuit board was damaged. The fse replaced the damaged fan and power tray along with the fuse to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that after a hospital power outage, the azurion system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.